Manufacturer narrative:
Per visual inspection, a cuff roll in the balloon was not observed. The catheter balloon was inflated with 10cc of a mix consisting of methylene blue and water and injecting to the inflation valve by using a syringe, then the catheter was left over a flat surface to deflate on its own. A cuff roll was developed after deflation. The active length was measured with digital caliper ID # (B)(4) obtaining 0.6205" (the spec under drawing (B)(4) is 0.6" to 0.9"). The active length was found within spec. The complaint is confirmed with undetermined root cause. However, an attribute of all-silicone catheters is that they may not recover their original shape after balloon inflation. This can be exacerbated by rapid deflation, over inflation and extended indwelling time. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter was unable to be removed due to a line that was created on the balloon during balloon deflation while using a syringe. The user introduced sterile water or air until the catheter was removed from the pt. A small amount of bleeding was observed from the catheter. Another catheter was not placed and the pt was put under close watch. No surgical intervention was required.